Event description:
Sterile lancet lot no: 07110315, for use in obtaining blood sample for glucose measurement. Product supplied by liberty, made in another country. Problem: the sharp wire extension from the plastic barrel for mounting in the spring-loaded injector was over twice as long -7mm v. 3mm- as others supplied in the package. There may be more defective lancets in the package. The sharp end is embedded in a removable protective plastic cover. Penetration in the finger would have been too deep and possibly caused nerve injury. Appears to be a quality problem. Defect reported to distributor liberty. Potential threat to older, frail users who might not have noticed the defect. Obvious quality control problem.